Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was intended to use a 3.0 x26mm resolute onyx drug eluting stent to treat a mildly tortuous and mildly calcified lesion located in the ostium of the right coronary artery. The resolute onyx was being used to treat in-stent restenosis of a previously implanted non-medtronic stent. There was no damage noted to packaging or when removing the device from the hoop/tray. The device was inspected and prepped with no issues. The lesion was pre-dilated with a 3.0x20mm nc balloon. The device did pass through a previously-deployed stent. No resistance was encountered when advancing the device. No excessive force was used during delivery. The resolute onyx was post-dilated with 3.0x20 nc balloon to 26 atmospheres for 2 minutes. It is reported that the onyx stent was implanted at 3pm. The patient went to a ventricular arrhythmia the next morning and was a dnr. The floor did not do CPR. Patient died at 5am on the following day. The cause of death is unknown. Post-procedure, there was no stent thrombus evident however stent thrombosis is suspected. The patient had many co-morbidities. The patient was on dapt at time of the event. It is reported that there was no alleged product issue.